Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. A sinus tachycardia rate over the treatment threshold contributed to the false detection. The response buttons were not pressed during the entire event. The patient's husband called ems, and the patient was taken to the hospital. It was reported that the patient was not wearing the lifevest when she was admitted to the hospital, but the patient continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken to the hospital and continues to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Manufacture date: monitor sn (B)(4) (reuse); electrode belt sn (B)(4): 01/01/2014 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).